Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number.a review of the device history record for (B)(6) was performed from the date of manufacture, 28-aug-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue.upon investigation of the actual device of this incident, it was determined that tower doors 1, 3, and 4 had repeatedly failed. A field service engineer (fse) replaced all the latches on the auxiliary tower reportedly and had the customer test and recover all four of the doors. The system functioned as intended after field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower, the tower required multiple recoveries daily, tower doors 1, 3, and 4 repeatedly failed and were recovered by user. The health sight viewer confirmed repeated failures after each recovery. The customer stated that this malfunction occurred while dispensing the medication and caused a delay to the patient care.however, there were no adverse events or injuries reported based on this event.